Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down and ok buttons were unresponsive. The patient denied damage to the rubber keypad. The patient stated that they went swimming with the pump last night and there was evidence of moisture present in the bottom left of the pump display screen. The patient stated there is no trauma to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/06/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast buttons were intermittently unresponsive; the up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all contacts. Visible moisture was found behind the display lens; a leak test revealed a keypad leak.